Event description:
Primary stability achieved, no osseointegration. Patient smokes. Blood coagulation disorder. Transient bone necrosis (perhaps overheated despite new drills). Same patient as (B)(6).